Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, the distal conductor had blood/body fluid (not obstructed), the distal conductor was fractured due to overstress, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst also noted that the blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.

Event description:
It was reported that three days post implant the patient presented after receiving a shock. Interrogation revealed noise on the programmer screen; however x-ray did not reveal anything. So, the physician decided to open up the patient and check the lead position and possible connection issue between the lead and device. It was determined that the lead was suspected to have fractured. Therefore the lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.